Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial (B)(6), UDI#: (B)(4); h3: product analysis found that no fault found. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4)h3: product analysis found that stim board failure. H3: product analysis of serial number: (B)(6) found that component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, used both wired and wireless connectivity and the remote was not working with the console. The stim probes where not recognized. The electrode check failed and spinned. Both remotes have these issues. Case was delayed and no consequences or impact to patient.